Manufacturer narrative:
E1: (B)(6). H3: one device was returned for analysis of check clutch alarm. No service history found in last 12 month. Review of event log found motor not running and invalid syringe size alarm. Visual and functional testing was performed. Malfunction was verified and duplicated by plunger travel test. The possible causes include the clutches and lead screw are dragging or slipping or clutches are worn out. Replaced clutches and lead screw.

Event description:
It was reported that the pump had an error message check clutch / plunger lever. There was no patient involvement and no patient harm.